Manufacturer narrative:
The ruby coil detachment handle (detachment handle) was returned with the funnel detached from the rest of the device. The proximal end of the ruby coil pusher assembly was kinked, and the pull wire was found to run through the funnel. There was no exterior damage to the detachment handle. The complaint has been evaluated. The complaint indicates that the pusher wire of the ruby coil became stuck in the detachment handle and it was not used again. Evaluation of the returned product revealed that the proximal end of the ruby coil pusher assembly was kinked and pulled out of the pusher assembly hypotube. The pull wire was run through the funnel and was removed by the penumbra investigator. The hypotube of the ruby coil pusher assembly was not returned for evaluation. The detachment handle was opened and inspected for any loose parts, but none were found. The detachment handle was tested and functioned correctly. Actuating the detachment handle repeatedly during the procedure may cause the pull wire to move back inside the detachment handle mechanism and kink. Once the wire is kinked inside the detachment handle, removal of the wire can be difficult. These devices are 100% functionally tested during inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing an embolization procedure using a ruby coil detachment handle and ruby coils. During the procedure, the physician successfully detached a ruby coil using the detachment handle; however, the pusher wire of the ruby coil became stuck in the detachment handle and it was not used again. The procedure successfully continued using a new detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.